Event description:
It was reported that bd vacutainer® urine transfer straw had the stopper pop off the tube. The following information was provided by the initial reporter: "the tube is popping of straw".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. Bd had not received samples, but two (2) videos were provided for investigation. The videos were reviewed and the indicated failure mode for tube push off was observed, as the tube does pushback from the needle when water is being drawn into the tube. It is recommended that to alleviate pushback, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of tube push off with the videos provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® urine transfer straw had the stopper pop off the tube. The following information was provided by the initial reporter: "the tube is popping of straw".